Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2013 23:03:44. During night drain cycle seven, the patient's ultrafiltration reading was 1340 ml, indicating the home patient drained 965 ml more than their maximum programmed fill volume of 1500 ml. No additional information is available.

Manufacturer narrative:
(B)(4). Review of the event log found evidence of the reported increased intra peritoneal volume (iipv) condition. The cause was determined to be use error, tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available a supplemental report will be submitted.